Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2014-04410 and 2134265-2014-04479. It was reported that automatic pullback failure occurred. An ultrasound imaging system was used, the lcd display is normal but they were not able to do autopullback with the motordrive unit. No patient was involved during the procedure.